Event description:
It was reported that the insulin pump had a constant tone. Troubleshooting was performed. The customer stated that the device was exposed to heat for several hours and none of the buttons were responding. The battery was changed and the constant tone still continued. Later, the customer's uncle called back and stated that the insulin pump rested for two hours and it was functioning. The uncle also stated that the customer was not wearing the insulin pump, but the customer was in the emergency room with high blood glucose at time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.